Event description:
Consumer called with their concerns over the readings on their plink meter. Ran a comparison against a laboratory meter. Analysis run on clark error grid using lab reading (53) as ref. Point vs. Bd reading (91) yielded data points in the d range of the grid, outside acceptable limits.